Event description:
Pt called lfs in 2003 alleging that their meter was reading inaccurately low. Medical affairs specialist spoke with pt the following day and pt was unwilling to provide any additional info. Based on the initial call in 2003, pt explained that pt had been feeling "rough inside". They had obtained a "5 and/or 10 mg/dl" and a "11 mg/dl" after retesting (date/times unk). Pt had not taken any actions following the attempted use of the meter. Pt reported being taken to the ER. No treatment info was provided from the ER. Approximately 11 to 20 minutes after obtaining readings, the ER obtained a "389 mg/dl" on their meter. Unk if pt was admitted or released. The test strips pt was using were not expired or stored improperly. The pt did confirm that they had a green confirmation dot. The pt did not provide the test strip lot number to the customer service rep. Based on the info provided it is unk if the pt experienced any adverse event or serious injury due to the meter or test strips. Pt's medication regimen is unk. Although the pt had been using proper storage techniques, the test strips had a green confirmation dot instead of the normal white dot. Case is being classified as a strip malfunction. The customer service rep replaced pt's strips, meter, and control solution.